Manufacturer narrative:
One pressurewire certus was returned for analysis. The results of the investigation concluded that the shaft had been fractured and separated, with subsequent fracture of the microcables; the corewire remained intact and had been exposed. It was noted that the corewire and shaft had been bent and flattened at the location of the fracture. The combined length of the two shaft sections is consistent with no missing material from the guidewire assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage remains unknown.

Event description:
During the procedure, it was noted that the a portion of the guidewire detached from the device. The device was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident remains unknown.